Manufacturer narrative:
.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular lead was capped and replaced. The patient was doing fine after the procedure. There was no adverse reaction.